Manufacturer narrative:
Additional information: it was later confirmed that there was no inflation, only pre-dilatation was performed. The inflation difficulties was reported in error. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 10th, 11th and 12th distal stent wraps with struts raised. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute integrity rx coronary drug eluting stent to treat a lesion. There were no issues noted when removing the device from the hoop. The device was not inspected. It was reported that the device could not cross the lesion and deformation occurred in vivo during positioning and there were balloon inflation difficulties experienced. The patient is alive with no injury.